Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the surgeon side console's (ssc) left master tool manipulator (mtm) was drifting when surgeon released grips. The surgeon requested the left mtm be checked. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: while the surgeon¿s head was out of the console, the left mtm drifted on its own. The surgeon console's left mtm drift did not cause the patient side console's arm to move. The issue occurred with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer. When the surgeon made intentional movements in the surgeon console, the patient side console arm movements appeared to match the wanted affect. The issue was not persistent.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse performed a gravity call twice and the master tool manipulators (mtm) failed. The fse performed the gravity compensation test/signal test. System needed to be recalibrated. Mtm replacement was not needed, as the orientation of the surgeon side console had to be adjusted. System is functioning as normal. Customer confirmed that there were no issues per fse's follow up.